Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a integrity (rx) stent and it was noted that an issue was observed during stent release.

Manufacturer narrative:
Additional information: there was a deployment issue, but the issue was unspecified. Inflation was not carried out because the stent could not be released. The stent was withdrawn. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. The device was inflated to nominal pressure of 9 atm and the stent deployed with no issues noted. If information is provided in the future, a supplemental report will be issued.